Event description:
The following information was received: user facility medwatch received (B)(4). "The procedure was an endovascular repair of an abdominal aortic aneurysm with a stent/graft. The physician inserted the perclose proglide suture-mediated closure system percutaneously in the usual manner. He then activated the device. Upon pressing the release lever, he could not remove the device. After several attempts to release the device, he made an incision. The area of the vessel where the closure device was caught was accessed and the device was removed. It was stated that either the device malfunctioned or the plaque in the patient's vessel was so hard that the device could not be released. The device was removed from the sterile field. The device and packaging were saved." No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Attachment: user facility mandatory medwatch report # (B)(4).

Manufacturer narrative:
(B)(4). Correction - it was initially reported that the device would be returned for analysis; however, subsequent information revealed the device is not returning. Device status changed from returning to not returning. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no associated non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.